Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe inspected the x arm and identified that the clamp in position 5 was damaged. Fe replaced damaged clamp. Fe performed service testing. During testing it was discovered that the tip pickup required an adjustment. Fe optimized the adjustments. The fe performed splld checking procedure (primary and reagent) and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.